Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 2 false rsv positive results on their alinity m resp-4-plex assay. The patient sample was positive for cov-2 and positive for rsv. A second patient sample was positive for rsv and cov-2. The customer reported abnormal amplification curves. Therefore the samples were retested on genexpert. The results were positive for cov2 but negative for rsv. Only the negative results were reported outside the laboratory. There was no impact to patient management reported due to this observation. This incident is being reported to FDA because the incident occurred in italy using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
D4 corrected from model number to catalog number. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lots 524960 and 522687 are performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. The discrepant results were positive for the rsv target. The curves were reviewed and do not appear abnormal. The curves are characteristic of low positive samples. Probable causes for the discrepant results include sample integrity and/or pre-analytical contamination. The sensitivity for the rsv target varies between platforms. If the alinity m resp-4-plex assay is more sensitive (i.e. Lower lod) than the competitor platform, then a low titer sample can receive a positive interpretation using the alinity m platform but a negative interpretation using the competitor platform. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lots 524960 and 522687 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lots 524960 and 522687 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lots 524960 and 522687. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lots 524960 and 522687 was not identified.